Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The cause was one or more cycles advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:01:26. During night drain cycle five, the patient's ultrafiltration reading was 1892ml, indicating the home patient drained 1892ml more than their maximum programmed fill volume of 2000ml. No additional information is available.